Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. The service engineer (se) inspected the device but could not duplicate the reported issue. The ventilator passed all testing.

Event description:
It was reported that the ventilator was failing the oxygen delivery test during extended self test (est). No patient involvement. Event date not specified; estimate used.